Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized. The customer's blood glucose was 371 mg/dl at the time of incident. It was reported that the insulin pump issues were resolved. The insulin pump will not be returned for analysis.